Manufacturer narrative:
Bradycardia and atrial flutter are generally a result of known potential adverse effects per the corevalve instructions for use, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve, which was the case in this event. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Manufacturer narrative:
The valve remains implanted. (B)(4).

Event description:
Medtronic received information that an electrocardiogram revealed atrial flutter and bradycardic rates in the range of 40-50 beats per minute the day after implant of this transcatheter bioprosthetic valve. Seven days post-implant a permanent pacemaker was implanted with no complications to treat the bradycardia. There was no treatment administered for the atrial flutter. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient weight has been received and has been added to this report. The unique identifier has also been added. If information is provided in the future, a supplemental report will be issued.